Event description:
The customer reported the interconnect cable was not locking into place in the lemo connector on the mainframe. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the interconnect cable and tested the system by inserting the interconnect cable into the lemo connector on the mainframe. It locks in place. He booted the system up with no errors.